Event description:
A peritoneal dialysis (pd) pt reported going to the emergency room due to pain. The physician suspected air was trapped under her diaphragm. Her cycler was replaced and further complications were reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.